Event description:
It was stated in the report that the doctor performed a tracheostomy and intubation on the patient. After the tracheal tube was implanted, attempts to inflate the balloon revealed a leak. A replacement tube was replaced, but the leak persisted. It was only after the second replacement that normal use resumed. The procedure was promptly addressed, and no harm was caused to the patient.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.